Event description:
The initial reporter complained of discrepant results for 5 patient samples tested for k electrode (k) between two cobas 6000 c (501) modules with serial numbers (B)(4) (module 1) and 1007-04 (module 2). The results from module 1 were believed to be correct. Patient 1 result from module 1 was 4.4 mmol/l. The result from module 2 was 3.6 mmol/l. Patient 2 result from module 1 was 4.1 mmol/l. The result from module 2 was 3.4 mmol/l. Patient 4 result from module 1 was 4.2 mmol/l. The result from module 2 was 3.5 mmol/l. Patient 5 result from module 1 was 4.0 mmol/l. The result from module 2 was 3.3 mmol/l. Patient 6 result from module 1 was 4.3 mmol/l. The result from module 2 was 3.5 mmol/l. No questionable results were reported outside of the laboratory. The k electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer had been having issues with qc results on both modules since approximately on (B)(6) 2022. On (B)(6) 2022 roche field personnel cleaned and calibrated both modules and the qc results returned to near average. On (B)(6) 2022 the field service engineer (fse) used qc material and performed repeat testing 30 times and then replaced all the cartridges of module 2. Calibration and qc were performed. Since the cartridges were replaced on module 2, the customer has had no further issues.

Manufacturer narrative:
The customer did not provide any additional information for investigation. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.